Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Universal surgical manipulator (usm) 4 could not accurately detect the position during vertical movement. The fse adjusted the receiving side which stopped the wire of the string pot. The system was tested and verified as ready for use following the service performed. A log review confirmed the procedure date of (B)(6) 2022 using system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using three arms before later being able to also use the fourth arm. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that prior to the start of a da vinci-assisted pyloroplasty surgical procedure, the customer informed the technical support engineer (tse) that error 23072 occurred during system docking, and the led indicator on universal surgical manipulator (usm) 4 turned yellow. The customer had pressed the ¿recover fault¿ button and power cycled the system, but the error persisted. The tse reviewed the error logs and confirmed a repeated recoverable error 23072 pointing to the z-axis of the set up joint (suj) 4. The tse had the customer stretch the usm after performing emergency power off (epo) of the patient side cart (psc), but the issue persisted. The surgeon elected to continue the procedure with three usms. The procedure was continuing with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed at the time of the issue. The system functionality was checked upon powering on the system without any errors before docking. Usm 4 was disabled once. After that, the surgeon was able to complete the procedure robotically with all four usms.